Event description:
It was reported that the cross arm handle on a 9600 system had broken off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand was replaced during the service call. The system was tested and found to be working as intended and put back into service.